Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endoanchors were implanted in patient for the endovascular treatment of a 100mm ruptured abdominal aortic aneurysm. An endurant iis stent graft system was also implanted during the procedure and eight endoanchors were implanted from the main body of the endograft to the proximal neck for treatment of a type ia endoleak. The endoleak was reported to resolved by the placement of the endoanchors. No additional clinical sequelae were reported and the patient is fine.